Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. The patient had a history of congestive heart failure and was reported to be an appropriate candidate for endovascular repair. Aneurysm and vessel morphology are unknown. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 185mm. The bifurcated stent graft was inserted via the left femoral artery. The stent graft was deployed just below the renal arteries. The physician reported that they used the contraiateral limb graft as a "bultress" to prevent the stent graft from slipping. The contralateral limb graft was placed effectively but a small leak at the contralateral limb on the right side was noted; therefore, the physician placed two iliac extensions resulting in covering of the right internal iliac artery. The left internal iliac artery remained widely patent. The physician dilated both the contralateral and ipsilateral limb grafts at the gate using 14mm x 4cm angioplasty balloon. A final angiogram demonstrated the abdominal aortic aneurysm to be excluded using 14mm x 4cm angioplasty balloons. A final angiogram demonstreated the abdominal aortic aneurysm to be excluded with a successful outcome. No presence of endoleak was noted. No procedural complications were noted in the physician's operative report, although it was reported that the patient died approximately 2-4 hours post implant from an acute myocardial infarction. No further information is available at this time and receipt of death certificate is pending.